Event description:
The device was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was not in patient use. There was no report of serious patient harm or injury. The internal part of the device was inspected visually and found evidence of visible foam particles inside the blower kit. Secondary findings include debris on lcd screen, damaged bottoms on upper enclosure. In addition, the devices error log was downloaded, and seven error codes were present when reviewed. Lastly, the device was cleaned and disinfected and passed all testing.